Manufacturer narrative:
The patient and partner experienced symptoms of covid and tested with innova antigen tests which displayed a false negative result as both received a positive test result after a pcr test. User handling may have contributed to the event. Possible contributing factors of a false negative result are: unpacked test strips have been left too long, resulting in moisture sample was spiked too quickly with too much sample; the sample was not diluted at the right multiple or the sample was drunk before the test the amount of antigen in a sample may decrease as the duration of illness increases. Specimens collected after day 5 of illness are more likely to be negative compared to a rt-pcr assay a false negative test result may occur if the level of viral antigen in a sample is below the detection limit of the test or if the sample was collected improperly. The production records, product inspection records and material inspection records were checked confirming batch records are qualified. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening the lid. The reported event could not be confirmed.

Event description:
It was reported by the patient's wife, her husband and son experienced false negative result after testing negative with the innova antigen rapid test and testing positive with a pcr test. It was further reported the husband and son became unwell and was displaying symptoms of covid. The innova tests was used for both and displayed a negative result. Thereafter both took a pcr test and the results came back as positive for covid-19. After the positive result of the pcr test, the husband was asked to repeat the innova antigen test which display again a negative test result. There was expressed concern of the results and putting people at risk giving the false negative result.